Event description:
It was reported that pcoma (posterior communicating artery) tiny aneurysm coil embolization procedure was performed. The coil was implanted using subject microcatheter into the aneurysm successfully. Tt was verified under the fluoroscopy that the coil was detached successfully. When the physician tried to retract the subject microcatheter, the implanted coil migrated with the microcatheter. So he used a guidewire as a snare to push the coil out of the subject microcatheter and found that the guidewire could not pass through the tip of the microcatheter even after several tries. So the physician tried to retract the microcatheter and found that the coil was stuck with tip of the microcatheter. So the physician withdrew the coil together with the microcatheter from patient vasculature. The physician replaced it with a new device. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that pcoma (posterior communicating artery) tiny aneurysm coil embolization procedure was performed. The coil was implanted using subject microcatheter into the aneurysm successfully. Tt was verified under the fluoroscopy that the coil was detached successfully. When the physician tried to retract the subject microcatheter, the implanted coil migrated with the microcatheter. So he used a guidewire as a snare to push the coil out of the subject microcatheter and found that the guidewire could not pass through the tip of the microcatheter even after several tries. So the physician tried to retract the microcatheter and found that the coil was stuck with tip of the microcatheter. So the physician withdrew the coil together with the microcatheter from patient vasculature. The physician replaced it with a new device. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the catheter shaft was found to be kinked/bent. Functional inspection: the device was flushed, and a 0.0158" patency mandrel was advanced through the catheter shaft, there was friction noted. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there wasn't any damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was maintained throughout the clinical procedure. Also, additional information indicated the patient¿s anatomy was moderately tortuous which may have contributed to the event. The coil was migrated with the microcatheter. So, the operator used guidewire as a snare device to push the coil out from the tip of the microcatheter. It was seen that the catheter shaft was kinked which would account for the difficulty advancing the coil. The catheter most likely kinked/bent during the procedure due to some procedural/anatomical factors encountered during use leading to the reported and analyzed defects. Based on the investigation results and available information, an assignable cause of procedural factors will be assigned to the as reported/as analyze 'catheter friction', 'catheter difficulty advancing guidewire' and as reported 'device interaction with another device', 'catheter jammed', 'patient medical or surgical intervention required' and as well as the as analyze 'catheter shaft kinked/bent'.